Event description:
Surgeon revised a patient and upon removal of the plate, it was noted that the plate was worn/corroded.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.